Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that he/she was brushing his/her teeth and the toothbrush head broke off in his/her mouth. No injury was reported.